Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was that the arctic sun device was failing calibration for an error 80, expected 6 actual 24. Discussed this was not cooling and checked t4, it was at 24 degrees. They had them drain the chiller tank and stated approximately 400 ml came out. Per additional information updated from ttm on 04 mar 2026, biomed had device giving calibration error 80. Per review of wo notes, discussed this was indicative of a failed chiller and discussed that they would provide a chiller repair quote.